Manufacturer narrative:
Batch review performed on 20 may 2019: lot 090083: (B)(4) items manufactured and released on 30-mar-2009. Expiration date: 2014-02-28. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event ball heads: mectacer 38.39.7175.245.00 biolox forte ceramic ball head 12/14 ø 28 size s -3.5 (USA) (k073337). Lot: 082881: (B)(4) items manufactured and released on 24-oct-2008. Expiration date: 2013-08-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other similar reported event. Visual inspection performed by r&d project manager: visual inspection shows deformation of the inner sphericity of the pe liner, causing inner head rom reduction and non congruent relative movement between the two components. The pe liner edge shows some deformation too. It is not possible to determine failure root cause.

Event description:
Revision surgery about 9 years and 10 months after primary due to generic pain. The reason of pain is unknown. Cup and stem looked well fixed. The surgery was completed successfully, head and liner swapped successfully.